Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that, the patient has two infusion sets that are leaking at the site. The patient mentioned that the first infusion set was put on (B)(6) 2024 and failed on (B)(6) 2024. The patient mentioned that the infusion set has been in use for a few days, specifically three days. No further information available.

Manufacturer narrative:
Initial and final MDR 1886968 - MDR 8021545-2024-01062 - device 1 of 2. E1: patient city: (B)(6). Patient country: united states.